Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 25mm amplatzer pfo occluder was selected and prepared according to the IFU. Using tee and fluoroscopy, the device was deployed, but the right atrial disc was "inflated/puffed up". The physician resheathed the right disc, repositioned, and redeployed, but the right disc deployed deformed again. The device was resheathed and removed and a second 25mm amplatzer pfo occluder was successfully implanted. The patient remained hemodynamically stable throughout the procedure and is reported stable. The user does not believe the event had a potential to result in patient harm or injury.